Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a leak in the infusion set and the cannula was kinked. Blood glucose level was ranging from 340 to 540 mg/dl at the time of the incident. Customer stated there were no cracks in the barrel and all the components are present. The customer was advised that the product would be replaced. The insulin pump is not expected to return.